Event description:
The customer's mother reported that the insulin pump delivered insulin that she did not program. The mother stated that the block feature was not turned on at the time and she wanted to lower the maximum bolus amount from 10 to 3, just in case something like this ever happens again. Assisted the mother with the bolus maximum setting. Nothing further was reported at this time.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.